Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) and pump error 35 was present in trace file due to severe corrosion on force sensor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The insulin pump was received with cracked case on battery tube area. The insulin pump was received with scratched casing, minor scratches on the display window, pillowing keypad overlay, faded serial number label and peeling end cap address label. The insulin pump was received with severe corrosion on all electronic assemblies,motor home switch and battery tube assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump case was cracked at the battery compartment. The blood glucose reading was not known.